Event description:
It was reported that there were episodes of noise observed on the right ventricular (rv) lead. Additionally, a few weeks later, the lead alert triggered, and the rv lead exhibited further noise. The lead sensitivity was reprogrammed. A couple weeks later, the lead integrity alert (lia) triggered due to increased noise and short interval counts (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Multiple episodes of noise, oversensing observed on stored egms. Sics increase in frequency starting (B)(6) 2015. Lead failure predictor triggered on (B)(6) /2015 for v-sics and nsts. Concomitant product: d334drm ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead triggered a lia again for oversensing.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.